Event description:
Allegedly during a claw ii demo, a small 2-hole plate was placed on a saw bones to demonstrate the locking and compression of the device. While locking the second screw, the transition area from the body of the plate to the locking hole collapsed and twisted, using reasonable torque to lock the screw.